Event description:
Event description to summarize the clinical event, we understand that this upon moving these leads to the patient's right side due to an infection; the device exhibited fluctuating high impedances and r-wave measurements. Pacing thresholds were normal and there was no noise noted on the electrograms. An invasive procedure was performed at a later date during which time it was noted that one of the ventricular rate/sense setscrews was not completely tightened down. The physician chose to replace the ventricular lead at this time as a subclavian crush could not be ruled out. During the attempt to remove the ventricular lead, the atrial lead was thought to have been damaged. As a result, the atrial lead was also replaced. The explanted leads were returned for analysis.